Manufacturer narrative:
Other applicable components are: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the entire pump system was explanted secondary to infection. The procedure date was on (B)(6) 2019. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(4) 2019. It was reported that an hcp initially reported the information to the representative on (B)(4) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) indicated per the hcp notes, the patient's mom called in to report an increased temperature starting on (B)(6) 2019. The patient's weight was (B)(6). It was indicated that the explanted devices would not be returned for analysis as the devices were discarded. No further complications were reported/anticipated.